Manufacturer narrative:
The reported event of no capture was not confirmed. The reported event of helix would not extend or retract was confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right ventricular lead had dislodged. The lead exhibited loss of capture and dislodgement was confirmed with an x-ray. The physician attempted to reposition the lead but the helix failed to extend. The lead was explanted and replaced. The patient was in stable condition.